Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate & dimension. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use an unspecified bd syringe with needle there was leaks ( applicable to all sets, components, and connections). The following information was provided by the initial reporter: :"the patient received injections via a pre-filled pen, 20 mcg at an unknown frequency, subcutaneously for the treatment of osteoporosis. (Unknown date). Since (B)(6) 2020, while on teriparatide therapy, her teriparatide device was leaking and she counted three to four drops and she had to put the device pointing up, for the medicine to stop leaking. She pushed the injection button and kept hold and counted slowly to 10 and retire the needle from the skin. She did not reuse needles and the needles used was bd ultrafine and did not see a bubble inside the cartridge. On an unknown date in (B)(6) 2020, she did the application and the medicine was leaking from the needle and she applied twice the medicine because she thought that she did not get the complete doses due to issue with her device (lot: d135025e, pc number: 5253720). Information regarding corrective treatments and event outcome was not provided. Teriparatide therapy was ongoing. The operator of device was the patient herself and her training status was not provided. The general device duration of use and suspect device duration of use was not provided."